Manufacturer narrative:
Device evaluation summary monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and the evaluation is currently underway. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated four times during the event. The patient was at home and was unconscious at the time of the event. At 19:07:17 the lifevest detected an arrhythmia. ECG recording shows that the patient was in asystole. Between 19:08:27 and 21:41:58 the patient was treated four times during asystole. Oversensing of low-amplitude cardiac input signal contributed to the false detections. The lifevest was shut down at 21:49:36. Asystole is considered a non-treatable rhythm. The patient remained in asystole following the treatments and subsequently passed away. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life sustaining rhythm prior to the treatments.